Event description:
The customer reported multiple problems with op check including problems with charging and discharging.

Manufacturer narrative:
(B)(4): the customer reported multiple problems with op check including problems with charging and discharging. Philips discussed the possibility of user errors during op check with the caller, as the caller indicated that she could not reproduce the op check issues. The caller indicated that she felt that the op check issues were caused by user error but she was not sure. The customer chose to send the device in for evaluation. The device was evaluated at philips. The symptom could not be reproduced. No critical errors were noted in the error log. The device passed all functional and safety tests. We are considering this a malfunction but cannot determine the cause as the symptom could not be reproduced.